Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that a discrepancy between gas gauge indication and magnet rate was observed on this implantable pacemaker. It was reported that the device had a remaining longevity of two years based on gas gauge but the magnet rate displayed 90 beats per minute (bpm). Boston scientific technical services (ts) discussed that the magnet rate was indicating the correct battery life. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed due to device explant.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was two years. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared two years earlier than previously estimated.

Event description:
Boston scientific received information that a discrepancy between gas gauge indication and magnet rate was observed on this implantable pacemaker. It was reported that the device had a remaining longevity of two years based on gas gauge but the magnet rate displayed 90 beats per minute (bpm). Boston scientific technical services (ts) discussed that the magnet rate was indicating the correct battery life. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed due to device explant.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a discrepancy between gas gauge indication and magnet rate was observed on this implantable pacemaker. It was reported that the device had a remaining longevity of two years based on gas gauge but the magnet rate displayed 90 beats per minute (bpm). Boston scientific technical services (ts) discussed that the magnet rate was indicating the correct battery life. At this time, the device remains in service. No adverse patient effects were reported.